Event description:
Event date is unknown. Coopervision was informed by customer service that a patient was treated with antibiotic/steroids for infections at a doctor's office. Bilateral infections are not likely due to contact lenses but most likely are conjunctivitis related. No additional medical information was received after attempts for follow up. This report is submitted in an abundance of caution because treatment to preclude permanent injury was not ruled out. Three unopened lenses of the lot were returned for inspection. No defect found. The complaint is unconfirmed.